Manufacturer narrative:
(B)(6)

Event description:
The customer's pharmacy complained that the accu-chek softclix lancet device was protruding beyond the "yellow border". It was stated that some of the lancets were different lengths and that some of the needles protruded out of the "yellow border" further than others. The customer had inserted the needles in the lancing device and the needles appeared out of the device. There was no allegation of an adverse event. The lancet device was requested for investigation.

Manufacturer narrative:
The customer returned 39 coaguchek softclix xl lancets (3 without the safety cap and 36 unused lancets) for investigation. The retention samples and the batch records were checked and no deviations in relation to the customer complaint were found. An investigation was performed at the supplier. The investigation identified that the needle protrusion from the molding has been exceeded. The lack of needle retraction was caused by the fact that the needle was molded with a too much needle protrusion and the defective lancet was not detected by the optical vision system. The defective pins, keeping the needle in the correct position during molding, have been replaced. Additionally, the vision systems cameras were replaced by cameras of the new version and a review of the optical system was performed.